Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the left trial tasp broke during the procedure. No impact to patient. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Product was not returned. No photo was provided. Lot identification is necessary for review of device history records; lot information was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history review was conducted for part # 42517000505. The search identified 989 complaints for this device. However without a ln a more detailed search cannot be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective or preventive actions resulted from this complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.